Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID 8590-1, lot# n155940, implanted: (B)(6) 2008, product type: accessory. (B)(4).

Event description:
Information was receiving from a healthcare provider (hcp) via a company representative in regard to a patient receiving morphine 15 mg/ml at 0.091 mg/day via an implantable infusion pump. The pump indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. It was reported that the implanting physician noticed fluid buildup during patient post-op visits. The physician performed a exploration procedure on (B)(6) 2015. The physician aspirated from the catheter successfully, performed a dye study to confirm the catheter was intact, checked all connections, and the read pump logs. The physician verified pump was working properly. The pump was explanted on (B)(6) 2015 due to fluid buildup at the pump site. It was unknown if the issue was resolved at the time of report. The cause of the fluid buildup was not determined. The patient's status at the time of report was alive - no injury. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.